Event description:
It was reported that the colonovideoscope exhibited a wavy picture on the screen. The issue was identified at the time of a therapeutic colonoscopy procedure while the device was inside of the patient. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the suggested event could not be determined, the event most likely occurred due to an internal crack in the objective lens, leading to a wavy picture. Additionally, the investigation confirmed the presence of white residue in the air-water channel. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.